Event description:
Smiths medical international ltd. Has been notified of an incident which occurred where it was alleged that there is a ridge or molding mark line which prevents suctioning with catheter as it cannot be fed into the tube because the molding line restricts the passage of the catheter. There has been no reported injury or adverse event.